Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the harmonic ace instrument would not pass the test and was not identified by the ethicon generator. The site replaced the ethicon control cable, but the issues persisted. The site then replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the instrument was fractured, and a fragment broke off and fell inside the patient. The fragment was visually located and retrieved with another instrument during the same procedure. No additional surgical procedure was required. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. A broken piece measuring approximately 0.42" x 0.10" was not returned with the instrument. There was material missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is typically attributed to mishandling/misuse. A review of the procedure log confirmed the surgical procedure was performed on the reported event date. In addition, a review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90210816-0367) was last used on 25-feb-2022 during this reported procedure with system sk3164. The harmonic ace instrument is a single-use device. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted thymectomy surgical procedure, it was alleged that the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure.